Event description:
As reported, a medtronic cougar xt wire was inserted to the lesion site located in the 1st om. A guidant voyager balloon was used in an attempt to predilate the very calcified and fibriotic lesion several times with no result. A cutting balloon was introduced into a medtronic 6f ebu guide catheter and then pushed out. While in route to the 1st om, the cutting balloon became stuck in the lm and would not move. The physician was unable to push the balloon forward or pull it back. Over several hours, several types and sizes of snares and biopsy forcepts were used in an unsuccessful attempt to retrieve the balloon. The physician tugged on the cutting balloon and the catheter shaft separated leaving ~6" of the shaft and cutting balloon in the lm and aorta. The pt was admitted to the hosp. The following day the pt returned for additional attempts to remove the cutting balloon and shaft which were unsuccessful. The pt was hemodynamically stable, remained hospitalized with no subsequent events and received blood thinner therapy. The pt was sent to another hosp and the cutting balloon and shaft were retrieved. The pt is reported as doing fine.